Manufacturer narrative:
No specific serial number was provided for the device, and no record to indicate whether the device was returned to olympus for evaluation. As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The cause of the reported event could not be determined.

Event description:
Olympus received a medwatch report (mw5070364) on (B)(6) 2017 stating that a patient suffered abdominal pains and was admitted to the emergency room with acute pancreatitis after undergoing an endoscopic retrograde cholangiopancreatography (ercp) procedure using a tjf-q180v duodenovideoscope. The patient was then released on an unspecified date. After arriving home, the patient suffered a fever, and massive fluid retention with the inability to urinate. The patient was then re-admitted after blood and urine tests were completed, confirming the presence of escherichia coli. The patient was isolated while undergoing antibiotic therapy. The patient has since recovered.